Manufacturer narrative:
The customer¿s report with an under infusion was not confirmed. The pcu error log showed no errors or malfunctions. A review of the pcu event log was not performed, the event log was overwritten due to continued use. The pump event log indicated the device was not in use on the reported incident date. The log recorded the most recent infusion occurred on (B)(6) 2017. Physical inspection noted the device to be in fair condition. Review of the pump module event log showed the most recent infusion was programmed on (B)(6) 2017 at 2:39 pm. The log recorded a primary infusion with a rate of 20ml/hr vtbi 20ml and a secondary infusion with a rate of 100ml/hr vtbi 100ml. The secondary infusion completed at 3:39 pm, infusing 100ml. The module was selected at 3:42 pm, and programmed for a secondary infusion with a rate of 100ml/hr vtbi 100ml. The secondary infusion completed at 4:43 pm, infusing 100ml. At 4:50 pm, the module is selected and programmed for a secondary infusion at a rate of 41.6667ml/hr vtbi 250ml. The module infuses for 2hrs and the device is channeled off at 7:14 pm. The calculated volume infused was 100ml. Rate accuracy testing was performed and the device was delivering fluid within specification. The root cause of the customer¿s report of an under infusion was not identified.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that there was an under infusion. There was no report of patient harm.